Event description:
It was reported that during the change out procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), difficulty was experienced with loosening a set screw with a torque wrench to remove the s-ICD from the electrode. It was recommended to remove the back of the header by cutting, to remove the s-ICD. The physician was able to remove the electrode without any damage and the s-ICD was successfully replaced with a new one. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that set screws became stuck in the capture washers. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.